Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) cefepime (dose, frequency and duration not reported) and ip vancomycin (dose and frequency not reported) for peritonitis. At the time of this report, vancomycin therapy was ongoing. The patient was discharged five days after admission and was recovering from the peritonitis event. The caregiver was retrained on the proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available.